Event description:
The technician alleged the bed had no head down function electrically. The technician alleged that motor control board had fluid damage. No pt impact.

Manufacturer narrative:
The technician replaced the motor control board to resolve the issue.